Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: p select ous mr 32 x 2.75mm stent delivery system was returned for analysis with a separated stent. The stent had been separated from sds. The stent appeared to have been expanded. The balloon was reviewed. There was no stent on the balloon. The balloon appeared to have been inflated and deflated as it was in a flattened deflated state. Crimp markings were evident on that exposed balloon wall. Visual and tactile examination found multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found no issues. Visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-mar-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 32x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32x2.75mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and no patient complications were reported. However, returned device analysis revealed stent detachment and stent damage.